Manufacturer narrative:
Therapy date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had ineffective therapy since (B)(6) of 2020. X-rays revealed that the leads had moved down . To address the issue patient underwent lead revision on (B)(6) 2020 wherein the lead was repositioned and moved up. Reportedly, patient had effective therapy.